Manufacturer narrative:
Visual inspection revealed super capacitor leaking. The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.